Event description:
It was reported that pt underwent total knee arthroplasty in late 2007. Pt complained of leg pain after chemo-therapy treatment in 2008. Radiographs were taken and were unremarkable. Subsequently, pt was non-weight bearing and radiographs indicated prosthesis had fractured. Revision procedure was performed on the following month.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that states that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available.